Event description:
Transfer set with broken occluder feet, which resulted in a leak. The pt was seen in the out pt dept, received a transfer set change and was treated prophylactically with "ip geflin" 10mg. No pt injury was reported per baxter affiliate.